Event description:
Physician treated a 5.0 x 40 mm in-stent restenosis (isr) of the left superficial femoral artery (sfa) including the slightly stenotic areas just distal and proximal of the stent. Physician used a csi device (not manufactured by angioscore) and made several passes and then used an angiosculpt device with several inflations for two minutes. After the intervention with the csi device and the angiosculpt device, the physician took a picture and noticed the posterior tibial (pt) artery was out which was initially opened. Physician then used an export, xpress-way, and angio-jet catheters (all not manufactured by angioscore), but still would not open. Physician then ran tissue plasminogen activator (tpa) overnight. Pt had no pain. It is unk if the csi device or the angiosculpt device caused the embolism since a picture was not taken between the two devices. Additional information received on (B)(6) 2012: physician commented that the pt is doing fine and went home the next day after the procedure and has not heard form the pt again.

Manufacturer narrative:
The pt information is unk. The pt information was not provided by the hospital. An embolism occurred during the use of the angiosculpt device; therefore, additional medical intervention was performed by the physician. It is unk if the csi device or the angiosculpt device caused the embolism since a picture was not taken between the two devices. The angiosculpt device was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt device caused or contributed to the embolism. According to the instructions for use (IFU) for angiosculpt scoring balloon catheter, embolism is listed as a possible adverse effect of the procedure.